Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin injections (dosage, route, frequency, and duration not reported) and meropenem injections (1g, route, frequency, and duration not reported). The patient was reported to have recovered from the peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).